Manufacturer narrative:
Na

Event description:
A revision surgery was reported to us through med watch # (B) (4). It was reported that the pt presented with a painful right total knee arthroplasty. Following her total knee arthroplasty three yrs ago, she has had pain and difficulty regaining range of motion. The implant date was (B) (6) 2007, and the explant date was (B) (6) 2009. Exact dates were not provided.